Event description:
It was reported that the programmer "locked up" and displayed an error message when trying to interrogate a device (that was not in a patient). The power was recycled and then the programmer displayed another error message. It was also reported there was a serious programmer error. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powers up to an error. The hard drive had completely failed, as a result the hard drive was replaced and connected as required. (B)(4).